Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1880 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redx1880) have been reported from the same facility.

Event description:
It was reported "this PICC was placed on 06/30, on 07/30 the rn was unable to flush both ports. Rn tried cathflo last night without success. When manual pressure applied above site, catheter flushed well and had good blood return. When pressure released, it would not flush or draw back blood. Retracted 2 cm and has good blood return and flush." (B)(6) 20 catheter continued to be sluggish, almost to the point you could not flush at all. Chest x-ray obtained that included the arm, that revealed a kink. Patient needs the line for long term antibiotics so the line was replaced." Additional info. Received 08/05/2020, "what type of catheter securement was utilized? Statlock that was supplied with the PICC kit." "Was there patient harm reported? No."